Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 242 mg/dl (user´s system) and 121 mg/dl (lab result). At another time on the same day, the user received the following results within 15 minutes: 385 mg/dl (user´s system) and 145 mg/dl (lab result).